Event description:
Information received from the field notes that the patient experienced diaphragmatic stimulation. The device was programmed to 3.75 v, 1.5 ms. Two days later, the patient returned with the same complaint. The device was programmed off.